Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic feeling faint. Upon review, the pacemaker was unable to be interrogated and it was discovered that the device exhibited premature battery depletion. The device was explanted and replaced and the patient was stable post-procedure.

Manufacturer narrative:
The reported events of premature depletion and failure to interrogate were confirmed. The device was cut open and no high current drain was found. No anomalies or high current drain were found during functional testing. The battery was also sent for analysis and no anomalies were noted. The device projected longevity is 11.86 years, based on normal settings, and device was implanted for 1.81 years, which is considered premature battery depletion